Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device displayed an error message "therapy knob failure". There was no reported patient involvement/adverse patient impact.